Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that that the c arm was parked, and it threw itself into cranial cordal and was unable to be stopped which nearly hit the patient. The fse replaced the geo module. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that the c arm was parked and it threw itself into cranial cordal and was unable to be stopped which nearly hit the patient. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.